Event description:
The complaint is reported as: "when the nurse opened the device, he noticed that it was defective because the part of the device that is used to inflate the balloon "transparent" (tracheal) was separated from the test of the device." The incident occurred in the operating room. There was no consequence to the pt as it occurred prior to use.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.